Event description:
It was reported that during surgery for generator replacement, due to end-of-service, high impedance was detected. Since there was no prior consent for full revision, the surgery was completed for the generator replacement and the patient was scheduled for lead replacement at a later date. At the follow up surgery, the patient's lead was replaced as scheduled. Information received from the treating neurologist indicates that they did not know when the high impedance first began, because the patient has been on 0.25ma output for several years. They don't know if any trauma or manipulation could have contributed to the event. The device is not expected to be returned for product analysis. The cause for the high impedance is unknown at this time.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.